Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the main coil was detached mechanically from the delivery wire. The functional test could not be carried out as the coil was detached from the delivery wire. The analysis of the returned device and defects found, confirm the as reported event. The main coil was seen to be kinked bent and was found to be detached from the pusher wire mechanically. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
After reviewing the investigation of the returned subject device, it was found that the main coil was prematurely detached inside the patient within the microcatheter. There were no clinical consequences to the patient.